Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient received two inappropriate defibrillations while at home. The patient was treated at 06:16:56 and again at 06:17:22. Motion artifact contributed to the false detections. The response buttons were not pressed during the entire event. There are no additional details known about the event. There is no indication that the patient sought medical attention. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continued use of the lifevest. Explanation of (other): device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date & usage of device monitor (B)(4): 11/2014 - initial use. Electrode belt (B)(4): 02/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.